Event description:
The patient's mother reported that she does not believe the infusion device delivers insulin accurately. She stated that the patient has experienced elevated blood glucose of up to 320 mg/dl. The patient's normal blood glucose level is 100 mg/dl. The patient changes accessories and boluses through the infusion device and blood glucose levels remain elevated. The mother stated that when she softly "knocks" the infusion device to remove air bubbles from the insulin cartridge, the infusion device "stops" for a short time. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.